Event description:
Upon entering the patient's room, the respiratory therapist noted the balloon pump alarming, and the ECG tracing with a large amount of interference. The rn was at the bedside, and attempted to troubleshot by changing out patches (EKG electrodes), leads and the EKG cable, without success. Respiratory therapist and rn then proceeded to change out the pump, and then resolved. There was no harm to the patient.======================manufacturer response for pump, intra-aortic balloon, autocat 2.======================they (manufacturer) tested the equipment.